Manufacturer narrative:
(B)(4). Date sent: 09/08/2021. D4: batch # u5e66c. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The device was received with staples present and an anvil with an uncut washer. When the battery was installed, the green checkmark did not illuminate, confirming that the device was not fired. The device was fired into a test skin and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. The device was fired three additional times at low, mid, and high-b without incident. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: the anvil was replaced. The procedure was not converted to an open procedure. When the anvil was replaced, the anastomosed site was trimmed. The patient¿s condition is stable. Is the patient hospital stay typical for this procedure? Or was the patient's hospital stay extended? No further information is available.

Event description:
It was reported that during a laparoscopic anterior resection, the device did not function at the firing. The device was used for dst anastomosis between colon and rectum. The tissue compression scale backlight was illuminated. The anvil was removed from the trocar, and another device was used with a nelaton catheter connected to complete the case. There were no adverse consequences to the patient. No further information is available.